Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one reload. A review of the device history record indicates this product was released meeting all medtronic quality release specifications at the time of manufacture. However, an assembly error was identified during product analysis. The root cause of the tack not advancing is due to the damaged spur gear. It was determined that during assembly the two handle halves were not screwed together with the appropriate torque output. When the instrument was cycled the force needed to properly deploy the deep purchase tacks could not be obtained and resulted in damage to the internal gears. This damage causes the tack to not deploy or seat properly in the tissue. The root cause of the observed condition was determined to be a result of a manufacturing activity and a process improvement has been initiated to prevent this condition from recurring. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during a laparoscopic ventral hernia repair procedure, the device would not release from the abdominal wall while the surgeon was trying to affix the mesh. The surgeon was able to pry the device away from the mesh with force with no additional tools needed. Nothing was done to correct the issue and the device was used to complete the procedure. No patient injury.